Event description:
It was reported that pump experienced malfunction alarm with no notable events before issue and customer stated that blood glucose did not exceed reported threshold during event. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with no repeat malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again.